Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the device serial number is unknown. The customer did not provide a serial number during follow up. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. During customer follow up it was clarified that the account will not be repairing the device but will be purchasing a new one. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the mesher was grabbing and wrapping skin around itself. No adverse events were reported as a result of this malfunction.